Event description:
Customer reportedly received the following results within 10 minutes: 400 mg/dl, 210 mg/dl, and 160 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.